Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. Initially, the patient was treated by the implantable cardioverter defibrillator (ICD) device with anti-tachycardia pacing (atp) therapy that actually triggered the patient into a true ventricular arrhythmia. The arrhythmia was then treated with a shock. Sensitivity was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.